Event description:
Major pump unit(s) involved: external control system failureadditional text: speed cycling between fixed and low speedspecific component(s) involved: external controller malfunctionadditional text: speed cycling between fixed and low speedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : decrease speedimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external control malfunction